Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "hematoma" and "infection, confirmed to be e. Coli moderate growth". The reported events are physiological complications, and device analysis typically does not help allergan determine the cause. Continued e1 additional email: (B)(6).

Event description:
Healthcare professional reported "hematoma" and "infection, confirmed to be e. Coli moderate growth". This record is for the left side. The device was explanted.